Event description:
The patient experience a loss of the therapeutic effect and stimulation sensation starting in 2009. She verified with her programmer that the stimulation was on, and tried increasing it a considerable amount. Further information is being requested from the hcp.